Event description:
It was reported that the escape button on the insulin pump was not responding. Troubleshooting was performed. The button has to be pressed multiple times before it would activate. Instructed the caller to remove the battery and to reinsert a new battery, then all the buttons were functioning properly. Advised the mother to call back if further assistance is needed. Three days later, the mother called back and stated that the buttons are still delaying to respond. The caller stated that she took the customer to the emergency room. The caller stated that the customer experienced high blood glucose while wearing the insulin pump, and he was not able to bolus due to the unresponsive buttons. The mother also mentioned that the customer had experienced low glucose during the day, and then his glucose level rose at night. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to complete functional test due to prime anomaly. All buttons functioning properly, however, moisture damage noted on keypad traces during visual inspection. All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed the displacement test, rewind, basic occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.